Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested review of the insertable cardiac monitor (icm) device data from this patient. In the previous days, the stored subcutaneous electrocardiograms (s-ecgs) exhibited poor signals without an apparent reason. Due to this reason, false pause events were being stored due to undersensing. The clinic contacted the patient and initially suspected the icm device might have slightly moved from its original position. The patient denied any associated symptoms at the time. The patient was scheduled to have their icm device checked at the clinic. Upon inspection of the wound site at the clinic, it was noted a portion of the icm device was protruding through the surgical incision. This is suspected to have contributed to the poor signals that were being recorded. The icm device was subsequently explanted from the patient, no new icm device was implanted at the time. No additional adverse patient effects were reported. The explanted icm device was disposed by the hospital; therefore, it is not available for return.

Manufacturer narrative:
This product was disposed by the hospital, and as a result, a laboratory analysis could not be conducted. Although the product was not returned for analysis, the clinical observation of dehiscence is addressed under the instructions for use (IFU) as a known inherent risk with the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) requested review of the insertable cardiac monitor (icm) device data from this patient. In the previous days, the stored subcutaneous electrocardiograms (s-ecgs) exhibited poor signals without an apparent reason. Due to this reason, false pause events were being stored due to undersensing. The clinic contacted the patient and initially suspected the icm device might have slightly moved from its original position. The patient denied any associated symptoms at the time. The patient was scheduled to have their icm device checked at the clinic. Upon inspection of the wound site at the clinic, it was noted a portion of the icm device was protruding through the surgical incision. This is suspected to have contributed to the poor signals that were being recorded. The icm device was subsequently explanted from the patient, no new icm device was implanted at the time. No additional adverse patient effects were reported. The explanted icm device was disposed by the hospital; therefore, it is not available for return.